Event description:
Reporter alleged blood glucose measure 144 mg/dl back to back with a result of 34 mg/dl when testing was performed within 5 minutes of each other. No actions were taken or treatment reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.